Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent of pelvic organ prolapse, stress urinary incontinence and other symptoms. The pt experienced pain injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9617613-2011-00059 (pelvicol). Note: this report corresponds with bard's report (B)(4) for "uretex".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.